Event description:
It was reported that the device had an error code 45630. The event occurred during testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was unable to be duplicated. It was found that the downstream occlusion(dso) seal was peeled off. The dso seal was replaced.